Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as günther tulip filter as catalog # is unknown it could be either k090140, k112119 or k121057. Summary of investigational findings: since no imaging or hospital records are received to assist the investigation, the evaluation is based on the description solely. Therefore, it is difficult to comment on the filter embedment and the unsuccessful retrieval attempt. It is alleged that the filter was not able to be retrieved since the filter legs was "firmly adherent to the caval wall." It is known that filter retrieval can be difficult and several case reports are published in articles and describe difficult filter retrievals with successful result. Lot and rpn are unknown, but tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "on (B)(6) 2012, [pt] underwent prophylactic placement of a gunther tulip ivc filter. On (B)(6) 2013 after the threat of a pulmonary embolism subsided, [pt] presented to (B)(6) to undergo an explant procedure in which doctors would retrieve and remove the gunther tulip ivc filter. During this procedure, the surgeon discovered that the filter legs were "firmly adherent to the caval wall" which in turn prevented "the filter from being fully recaptured in the sheath to enable its retrieval." Patient outcome: the filter remains inside the patient's body. It is alleged that "due to the risks involved with more invasive removal techniques, [pt's] surgeon was unwilling to attempt "higher risk techniques" to remove the embedded gunther tulip ivc filter." It is alleged that "[pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment."

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/23/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2012 due to dvt and pe. An unsuccessful retrieval attempt allegedly occurred on (B)(6) 2013. The plaintiff alleges embedment and device unable to be retrieved.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as günther tulip filter. Catalog # is unknown it could be either k090140, k112119 or k121057. Investigation is still in progress. (B)(4).

Event description:
Description according to complainant: it is alleged that "on (B)(6), 2012, [pt] underwent prophylactic placement of a g&#1806;ther tulip ivc filter. On (B)(6), 2013 after the threat of a pulmonary embolism subsided, [pt] presented to upmc to undergo an explant procedure in which doctors would retrieve and remove the gunther tulip ivc filter. During this procedure, the surgeon discovered that the filter legs were "firmly adherent to the caval wall" which in turn prevented "the filter from being fully recaptured in the sheath to enable its retrieval" patient outcome: the filter remains inside the patient's body. It is alleged that "due to the risks involved with more invasive removal techniques, [pt's] surgeon was unwilling to attempt "higher risk techniques" to remove the embedded gunther tulip ivc filter". It is alleged that "[pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment".